Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a syncopal episode on (B)(6) 2022, and presented to the ER on (B)(6) 2022. The patient experienced persistent low flow alarms and poor oral intake. Both the computerized tomography (CT) scan and implanted cardioverter device (ICD) interrogation came back negative. On (B)(6) 2022 the patient's blood cultures came back positive for bacteremia of an unknown source. Antibiotics were administered to the patient. On (B)(6) 2022 it was reported that the patient had high grade vancomycin-resistant enterococcus (vre) bacteremia.

Manufacturer narrative:
Section h6: health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event (including any available log files); however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was at risk for lvad and ICD infection. On (B)(6) 2022, the lvad was explanted. Pre-op diagnosis was end stage heart failure, previous aicd, persistent vre bacteremia, and left ventricular recovery.